Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d10 concomitant. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees, caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d1, d2, d3, d4, g4-510k: this report is for an unk - screws: cortex: trauma/unknown lot. Part and lot number are unknown. Without the specific part number, the UDI number and 510-k number is unknown.

Event description:
It was reported that on (B)(6)2025, the products were used for the first time in an orif surgery. The products were purchased on (B)(6)2025. The sales rep received a report that the fit between the driver tip and screw head was loose, resulting in complete failure of self-holding. The surgeon inserted the product into the appropriate screws and confirmed the fit. With 313-993, two 2.0mm cortex screws were inserted five times, successfully grasping them twice (2 out of 10 attempts were successful, and 8 out of 10 attempts were unsuccessful). With 314-447, two 2.4mm cortex screws were inserted five times, successfully grasping them eight times (8 out of 10 attempts were successful, and 2 out of 10 attempts were unsuccessful). The surgeon reported that he was unable to grasp them "at all" during the surgery and given that the results showed limited reproducibility in the field. The surgery was completed successfully with no surgical delay. No further information is available.